Event description:
It is reported that the physician encountered difficulties when attempting to place a resolute integrity drug eluting stent in a very tortuous cx artery, distal to a previously place stent. The physician felt that there was not enough support, so a non-medtronic guide catheter was used to bring in the resolute integrity stent. However, in the middle of the catheter, the stent got stuck, and when the catheter was removed, it was noted that the stent was almost completely crushed. A non-medtronic stent was then used, with no complications observed. No issues were noted with the resolute integrity stent before introducing it in the non-medtronic guide catheter. No clinical sequelae were reported. The distal tip was flared, damaged and deformed. A mandrel could be loaded successfully; no resistance was felt from the inner lumen. The hypotube was kinked 2cm, 20cm, 35cm and 68cm distal to the strain relief. The first distal segment was raised and stretching proximally, the remaining segments were overlapping and raised and had bunched distally on the balloon. The stent had moved distally over the distal inner marker. Protective sheath could not be successfully loaded over the damaged struts of the stent. Crimp impressions were still evident on the balloon.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (stent deformation). (Retraction and advancement in guide catheter).